Event description:
It is reported that the patient experienced pain. X-rays showed the plate had fractured. The patient was revised, and a new plate was implanted.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.